Event description:
Customer reported being hospitalized for dka. Customer had experienced high blood glucose levels since the day prior to hospitalization. Troubleshooting performed and pump appeared to be operating as designed.